Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The hub lock was not latching.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the hublock cable broke at lever, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
The hublock was not latching.